Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 4 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.